Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occasions, the touchscreen on the customer's pump would not respond when it was touched. During troubleshooting with tandem technical support, the pump's touchscreen was operating as intended. The customer's blood glucose level was not impacted.